Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with moisture damage on electronics and motor assembly, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went swimming with his pump and that there is fluid in the lcd screen. His blood glucose is unknown. He said that when he got out of the pool, he placed the pump in rice and took the battery and the reservoir out. The customer stated that the pump is not functioning. The insulin pump will be returned for analysis.